Manufacturer narrative:
(B)(4). The introducer sheath was cut open to remove the balloon. The balloon was 17 cm proximal to the distal end of the introducer sheath. The distal end of the balloon was bunched over the distal taper, consistent with resistance in the sheath due to the balloon not being fully deflated as reported. There was thick blood on the balloon and contrast in the balloon. The balloon was loosely folded. The distal shaft was separated 1.5 cm proximal to the proximal balloon seal. The fracture faces were smooth. The balloon and inner member separated 1.1 cm proximal to the distal end of the tip while removing the balloon from the introducer sheath. In this case, a conclusive cause for the deflation difficulty could not be determined; however, it may be possible that the kinks, bunching and stretching of the shaft contributed to the difficulty.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned armada dilatation balloon noted blood in the guide wire lumen and on the full length of the outer member, consistent with the reported use. There was no contrast visible. The balloon was separated from the shaft as reported and was not returned. The outer member was wrinkled 99 cm distal to the strain relief tubing for a length of 2 cm. The shaft was kinked 106.5 cm distal to the strain relief tubing. The distal ends of the inner and outer members were stretched 120 cm distal to the strain relief tubing for a length of 38.5 cm, consistent with pulling against resistance during removal. There was no other damage noted to the balloon catheter. The winn guide wire used during the procedure was returned frozen in the balloon catheter. There was a kink in the core 1.2 cm proximal to the tipball. There was no other damage noted to the guide wire. A non-abbott 6f introducer sheath was returned. The inner diameter of the introducer sheath was .087 inches. An attempt was made but the guide wire could not be separated from the balloon catheter. Potential factors for deflation difficulty include, but are not limited to, manufacturing deficiencies, anatomical conditions, vessel tortuosity, kinks/damage to the inflation lumen or issues with the inflation device. In this case, a conclusive cause for the deflation difficulty could not be determined; however, it may be possible that the kinks, bunching and stretching of the shaft contributed to the difficulty. As a result of the reported deflation difficulty, it was reported that the back end of another guide wire was used to rupture the balloon which was successful. During retraction of the deflated balloon into the sheath, resistance was felt and the balloon separated from the shaft inside the sheath. The resistance and difficulty pulling the armada back into the sheath may be due to the balloon not being fully deflated prior to retracting. Additionally, if force is applied while removing against resistance, this likely caused the balloon material to separate in the sheath as reported. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. In this instance, a conclusive cause for the deflation difficulty could not be determined; however, the subsequent damage to the device appears to be related to the procedural attempts to remove the armada while partially inflated. There is no indication based on the reported information and analysis of the returned device to indicate a product deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
Reportedly the procedure was to treat a lesion located in the left superior femoral artery with moderate calcification. A non-abbott guide wire was used to gain access and after pre-dilatation with the armada at 14 atmospheres (atm) for 1 minute, the armada would not fully deflate. The armada was pulled back and inflated again to try to get it to fully deflate but it still would not fully deflate and the balloon was noted to grow 1 cm proximal to the marker. A syringe was attempted but they couldn't get it out of the sheath so they used the back end of another guide wire to rupture the balloon which was successful. During retraction of the deflated balloon into the sheath, resistance was felt and the balloon separated from the shaft inside the sheath. Another sheath was advanced more proximal and everything was withdrawn without further incident. The patient was fine post procedure. No adverse patient effects were reported; however, the event did increase the procedure time. No additional event or patient information was provided.